Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt reportedly is doing well. The pt's device remained implanted and the pt continues to hear. This is the final report.

Event description:
The company was informed that the pt reportedly developed mastoiditis at the implant site. The pt was treated with antibiotics (type unk) and placement of tympanostomy tubes.